Manufacturer narrative:
Patient information was unavailable from the site. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information that during coiling treatment for embolization, this coil detached prematurely within the microcatheter. The coil was removed from the patient. Other same coils were used and implanted successfully without issue. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged on the proximal end with the polypropylene filament intact and detached from the pushwire within the introducer sheath. The concerto coil pushwire was returned for evaluation broken into two segments but retained together by the release wire. The proximal segment of the pushwire, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. In addition, the pushwire segment was found bent at the proximal end. The detach element was then removed from the implant coil for evaluation. The detach element was found to be broken with the portion of the detach element containing the detachment ball missing. Follow up conducted based on the returned device missing detachment ball and response received that it was discarded so will not be returned. A segment of the detach element containing the detachment ball was not returned for evaluation; therefore, any contributing factors from the detachment element ball could not be assessed. Based on the concerto coil analysis and on the event description, the cause for the detachment could not be determined. It is possible that the implant coil detached from the pushwire due to the break in the detach element, or due to the break in the pushwire with the release wire pulled out. The cause for the break in the pushwire could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿advance and retract concerto detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ if information is provided in the future, a supplemental report will be issued.